Manufacturer narrative:
See manufacturer¿s report # 3007566237-2018-03646 for concomitant lead information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported the patient had bilateral percutaneous leads inserted. During the dressing application, the patient began to have difficulty including dizziness and lightheadedness. The bandages were applied and the patient was moved by staff to a chair. The patient continued to decline, the physician had the staff call 911 and transported the patient to the hospital. It was unknown at the time of the report what caused the patient to decline. It was reported the wires were not activated at the time of the report; there were no known system issues at the time. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The cause of the patient's decline after percutaneous lead placement was determined to be anxiety by the ER and the patient was discharged without any difficulty and the trial continued. It was reported the issue had been resolved.